Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to a faulty cable. It was also noted that there was a cut on the cable and the device failed the water leak test. The serial plate was also faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had an e224 scope communication error. The issue was found during preparation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. And correction to h-10 of the initial medwatch. The device was evaluated but the event was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It turned out that the e224 error was caused by a cable failure. The e224 error is an error that occurs when communication with the camera head fails. Since it failed the leak test, it is presumed that water entered from the cut cable, communication failure occurred, and the image was temporarily not displayed. Damage to the camera cable can be prevented by following the instructions for use which states: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. When attaching and detaching the sterile camera drape or wiping the camera cable. Be careful not to apply excessive force to the camera cable. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.